Event description:
The customer's family member reported that the customer has experienced high bgs since four days ago. The contact changed the set and the site. During the call the family member indicated that the customer was admitted to the hosp for high bgs three days ago. The customer was released the following day. The dr feels that the customer may not have been received insulin but is not sure if it was the pump or the infusion sets the customer was using. Troubleshooting was performed. The pump passed the functional testing. The programming on the pump was correct. The time was about 20 mins off.